Event description:
On (B)(6) 2025, a patient underwent an port placement procedure using the powerport slim ti. During the procedure, it was reported that the port could not draw back while the catheter was in the saline bowl, and air bubbles were observed despite multiple checks. The team verified all connections, changed syringes, and replaced the access needle, but the issue persisted. Consequently, the decision was made not to use the affected port and instead place a different port. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one power port slim implantable port with attached catheter and a loaded tunneler were returned for sample evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. Port body showed multiple puncture access of the port septum. No visible defect was noted to the loaded tunneler after removal. Functional evaluation was performed and port body was patent to both infusion and aspiration without issue. No leaks were noted. Hydrostatic pressure was applied by clamping the distal end of the catheter while infusing to observe for leaks. No leaks were observed throughout test. Therefore, the investigation is unconfirmed for the reported suction and air in device issue as no suction problem was noted during sample evaluation. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (patient, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an port placement procedure using the powerport slim ti. It was reported that the port could not draw back while the catheter was in the saline bowl, and air bubbles were observed despite multiple checks. The team verified all connections, changed syringes, and replaced the access needle, but the issue persisted. Consequently, the decision was made not to use the affected port and instead place a different port. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.